Manufacturer narrative:
The system was serviced in the field, and hardware parts were replaced. The system then performed as intended. Continuation of concomitant medical products: other relevant device(s) are: kit svc o2 bi71000450 power supply psi kit svc o2 bi71000194 switch xray hand medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a sacroiliac and thoracolumbar procedure. It was reported that there was an image quality issue during 3d navigation acquisition. The radiographer was doing everything correctly but problem persisted. The manufacturer representative attended the site and took the system into a spare theater. When trying to initially acquire 2d fluoro scans, the exposure terminated prematurely soon after pressing on 2d expose button. The green light would intermittently turn off when moving the hand controller cable during x-ray exposure. The footswitch was used but early x-ray exposure persisted. The logs were checked and found entries in log for "recoverable error: (134) the voltage supply for the microcontroller u21 is out of 5vdc ± 7%". The power supply 1 was adjusted to 5.15v and monitored for 1 hour. The power supply would drift to 4.98vdc. The power supply was unstable. The hand controller and power supply were replaced. The new power supply was adjusted to 5.15v and monitored. The power supply was stable after a period of time monitoring. A dummy scan was acquired, and the image quality was normal. No impact on patient outcome. Imaging and navigation was aborted.

Event description:
Additional information received reported that the type of surgical procedure was updated to lumbar spine fusion. The length of extended surgical time was 1 hour or longer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the power supply was returned to the manufacturer for analysis. The power supply was installed into a know working test system. The system initialized. Motion, generator, communication and charging readied. The output voltage measured 5.40 vdc. 2d and 3d images were successful. There were no failures found. Codes b01, c19 and d14 apply to this analysis. The handswitch was returned to the manufacturer for analysis. The handswitch was installed into a known working test system. The green led indicator light and 2d and the 3d buttons on the handswitch were intermittent when taking images. The handswitch was faulty. The failure was due to an electrical issue. Codes b01, c02 and d02 apply to this analysis. The lot number for product ID bi71000194 was received. The lot number is: 392557 rev. 2. The lot number for product ID bi71000450 was received. The lot number is: k14480342 rev. F. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.